Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
On 17 june 2022 a report was received from the competent authority in the UK (mhra) that had been submitted by the user facility. It was reported during a procedure using the acumed elbow plating system, three (3) 2.7mm non-locking hexalobe screws snapped inside the patient when screwing into the plate. Due to this issue, cancellation of another patient awaiting a procedure had to occur. Using the acumed dscrews during the case, the surgeon used the tap then inserted the screws. When the screws were tightened, the head snapped. The screws were left in situ. The surgeon stated the bone "wasn't that tough for them to break in his opinion". This report is related to report numbers 3025141-2022-00215 and 3025141-2022-00217 which are for the other screws involved in this event.